Event description:
It was reported to philips that after being exposed to the rain, customer wanted to return the device to the factory for relevant testing, there's no reported patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips local service team and has been investigated by philips complaint handling. Philips received a complaint on the efficia dfm100 defibrillator monitor indication that the device needs checking system. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.